Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that a few hours post implant, an x-ray revealed this atrial lead was dislodged and had moved to the right ventricle. Analysis through the programmer confirmed this finding. The device was reprogrammed to vvi pacing mode. A reposition procedure is intended. No adverse patient effects were reported. According to available information, this lead remains implanted. When additional information becomes available, this event will be updated. The implant and event dates provided do not make sense so they were left off of this report.